Event description:
It was reported that during an unspecified procedure, the subject device fell to the floor. When optics were put on it, after trying several of them, the field of view is cut in the upper part. The optics holder and the optics move around a lot as if the little balls or pins that hold it are spent. There was not report of patient harm. No harm reported due to the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
Additional information was provided by the customer: the issue was found during a diagnostic electromedicine procedure and completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, and since the device was dropped, the coupler became defective, and field of view was cut off. Due to misalignment of camera unit, the image was out of the standard. It is likely, the cause was traced to user. Olympus will continue to monitor field performance for this device.